Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this lead and prior to pocket closure, it was noted that when hooked up to the previous device, impedances in the triad configuration were 64 ohms. When the right ventricular (rv) lead was hooked up to the new device, impedances in the triad configuration were greater than 125 ohms impedance. Electronic reprogramming was done, changing the configuration to distal coil to device and that impedance measurement was within normal ranges. The configuration at rv to ra coil was also at greater than 125 ohms. The physician reinserted the pins in the header to ensure proper lead insertion beyond the setscrew, and impedances in the rv to ra coil were still out of range. The device was programmed distal coil to device and remains that way to date. The pocket was closed and the patient will be monitored going forward.